Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was removing a myoma using the snap-fit scalpel instrument with the snap-fit blue blade accessory installed, the snap-fit blue blade became stuck in the myoma. The blade accessory was remove and a 2nd blade accessory was installed on the snap-fit instrument; however, the replacement blade accessory fell into the patient. The replacement blade accessory was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Medwatch report 2955842-2012-00741 was submitted concerning the second snap-fit blade accessory.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
On (B)(6) 2012, isi contacted the da vinci coordinator, (B)(6) at (B)(6) medical center in (B)(6) indicated that the snap-fit blue blade accessory was discarded. The snap-fit scalpel instrument used in conjunction with the snap-fit blue blade accessory was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as an isi in-house snap fit blue blade was successfully installed on instrument. The instrument passed recognition and engagement testing on an isi in-house is3000 system. The instrument moved intuitively with a full range of motion in all directions and the snap fit blade remained intact during motion. A cut test using a foam block material with the in-house snap-fit blue blade accessory installed performed with no issues noted. The specification of force to remove a snap fit blade is between 4 and 12 lbs. The force to remove the isi in-house snap-fit blue blade measured at 5.19 lbs, which was within specification. The pocket feature on the grip that accepts the blade accessory legs was not damaged.